Manufacturer narrative:
Based on the claim against the product by the customer noting a stopping, jerky movement on the arms, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a system test drive. The fse found a newly replaced touchpad on surgeon side console (ssc) 1 to function intermittently causing the touchpad to lock and unlock. The fse also found intermittent error 75 on the touchpad. The touchpad was deemed dead on arrival (doa). The fse replaced the touchpad due to intermittent function. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was analyzed and found to have failed during in-house testing with the touchscreen not working as normal and was unresponsive. The complaint regarding the touchpad's intermittent function was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure of the touchpad. This complaint is considered a reportable event due to the following conclusion: a surgeon side console (ssc) touchpad exhibited a persistent issue during the procedure and was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon experienced a stopping and jerky movement on the master tool manipulators (mtm). The surgeon had to release the mtms and start again. The customer restarted the system; however, the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the surgeon was not pressing the clutch buttons. The surgeon had moved from surgeon side console 1 (ssc1) to ssc2; however, the issue persisted. The tse reviewed the log files that confirmed the arm was clutching, however, it was unknown if it was initiated by the user. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.